Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely an e216 error occurred due to a communication failure, caused by a faulty cable. The event can be prevented by following the instructions for use which state: ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found external force at the root of the cable that leads to internal core damage, which will cause the noisy image; the screen black out showed error e216 (scope communication error), which was caused by a damaged cable. Additional non-reportable malfunctions: there was no leakage, the camera cable had obvious twisting and deformation, and the remote switches were normal. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the camera head image had stripes. The issue was found during reprocessing of an unknown procedure. The customer completed the intended procedure using a similar device. There were no reports of patient injury or harm.